Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the injection site had a collapsed septum. The dimensions of the injection site were measured and the measurements were within specification. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An interlink injection site was returned for evaluation and it was discovered that the device had a collapsed septum. This occurred during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.